Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) complained of difficulty using the ipp secondary to a large tissue rind present on the pump portion of the implant. The physician stated that impending erosion was present on the right distal portion of the penis on the ventral aspect of the glans. The erosion was corrected intraoperatively during replacement surgery. The ipp was removed and replaced. There were no further patient complications.